Event description:
On (B)(6) 2012, the patient emailed animas claiming the animas pump malfunction twice throughout the night last week. Reportedly, on thursday morning, he went into dka because he did not get enough insulin. He was admitted to the picu and was taken off of the pump. He was treated with insulin via syringes twice per day. Animas made several attempts to contact the patient for further troubleshooting and to obtain more information, but was not successful. This complaint is being reported because the patient claimed he was dka and required medical intervention at the hospital while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.